Manufacturer narrative:
Method: complaint history review; risk assessment. Results: the customer event of a mantis redux blocker disengagement was confirmed via sales rep correspondence. The blocker was disposed of by the customer after its removal. Considering the location of the blocker disengagement (at s1 in a l4-s1 construct) and details of the surgical procedure (final tightening with the torque wrench and compression tubes) it is plausible that the disengagement was the result of insufficient rod length or curvature, insufficient blocker engagement of the rod, insufficient final tightening, and/or other potential causes. However, none of the mentioned causes could be confirmed. Conclusion: the root cause of the blocker disengagement could not be determined due to the absence of the device and lack of information.

Event description:
It was reported that an es2 blocker became disengaged post op. A secondary procedure was needed to replace the blocker.

Event description:
It was reported that an es2 blocker became disengaged post op. A secondary procedure was needed to replace the blocker.